Manufacturer narrative:
Reliability analysis inspected one opened and used enlite sensor and performed bicarbonate buffer test per specifications. Sensor failed per specifications due to high readings.

Event description:
Customer reported noticing a large difference between the blood glucose readings and the sensor glucose readings. Customer stated that their blood glucose reading was 149 mg/dl while the sensor was reading 50 mg/dl. It was noted that the difference between the two numbers was nearly sixty six percent. Customer stated that the sensor graph was not trending in the same direction as the blood glucose readings. Customer also mentioned that the insulin pump often triggers threshold suspend when the customer is not really low. Customer's blood glucose reading at the time of the call was 135 mg/dl. No further information reported.